Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device plunger holder arm did not work. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair. No additional service records available. Event history showed check syringe plunger sensor at startup. Confirmed complaint of ¿device plunger holder arms not working¿ with visual and general inspection. Replaced plunger left case. Performed functional testing to confirm the issue was fixed. Stuck plunger arms were determined to be the cause of reported issue.